Event description:
It was reported that the patient never had therapeutic effect or that the infusion system was not functioning properly. The hcp stopped the pump a few days prior and now the pump was alarming. They attempted to stop the pump permanently. The pump was delivering hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).